Manufacturer narrative:
A trained cynosure lutronic field service engineer paid a visit to the treatment facility for a device evaluation. During this time the device was inspected, and there was no apparent damage to the device. The device was also subjected to full functionality testing with passing results. The energy levels and settings were checked and verified to be working within specifications. It is undetermined the exact root cause of this incident. Additionally, the handpiece was also evaluated and found to be working within its specifications. As a precaution, the o-ring was replaced, and the device was concluded to be working within its specifications. The fse also replaced the damaged effector tip which will be shipped to the manufacturer for further evaluation and investigation. The cause of the damage observed to the tip cannot be determined at this time. Root cause will be determined after the tip has been received and evaluated by the manufacturer. The cynosure lutronic clinical team followed up with the treatment clinic and it was reported that the patient visited a dermatologist. The patient reported that the dermatologist stated that they believe this could be a reaction to excessive heat which caused blistering then oozing and now dermatitis. Pa put her on an oral antibiotic and topical steroid. Dermatologist gave her a steroid injection. Swabbed blisters and are testing to see if there is any bacterial or viral infection the cynosure lutronic medical director reviewed images from this case sent on 4/20/2026 and 4/29/2026. The medical director stated that the images reviewed from 4/29/2026 appear to be dry scabs following either partial or full thickness burns, however, due to the size and the images it was unable to be determined which. There was no indication of infection. The medical director recommended that the patient be seen by a plastic surgeon or dermatologist for proper care. The medical recommended that the affected areas be cleaned twice a day with h a gentle cleanser and kept moist with a thin layer of aquaphor or vani cream. Additionally, it was stated that if there were full thickness burns present, it was likely there would be a scar. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves an observed device malfunction that could potentially cause or contribute to a serious injury if the issue were to recur.

Event description:
It was reported that during treatment with a xerf 2.0 device, the patient experienced several burn spots on the face. It was also observed that the effector 60 tip had a circular scorched area.

Manufacturer narrative:
The tip was not returned to korea for additional testing; however, an image was returned for review. During the review of the images provided by the treatment provider, it was unable to determine the exact cause of the damage. However, the image did show evidence of severe indentation or deformation to the tip surface. This type of surface damage may lead to carbonization during treatment. However, no additional physical evidence was identified that would allow determination of the underlying cause of the observed damage. Therefore, further analysis is unlikely to establish a definitive root cause. Based on the available evidence, the damage is likely associated with the physical damage visible on the tip surface. A definitive root cause could not be established based on the available evidence.

Event description:
This is a follow up report to the initial report submitted on 3021199089-2026-00034 due to the determination that additional testing to the tip was not required after the initial report was submitted.